Event description:
Medtronic received information that approximately six months following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was reported and no treatment was prescribed. Additional information was received that approximately six years and ten months following the implant of this valve, echocardiogram was performed during a hospital stay, showed severe pvl. No treatment was prescribed. The patient was scheduled to follow-up with their cardiac surgeon to discuss treatment options. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: b5, h6 - annex b, annex c and annex d conclusion: review of the device history review (DHR) for this device (serial number (B)(6)) was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report included post-implant transthoracic echocardiogram (tte) images from approximately six years following valve implant. The evolutr valve appeared at a normal implant depth. Posterior mitral valve leaflet appeared thickened with restricted motion. There was severe aortic regurgitation. The aortic regurgitation doppler pressure half time (pht) was 192 milliseconds (ms) that was consistent with severe aortic insufficiency (ai) (<(><<)>200 ms is severe). Paravalvular leak (pvl) appeared severe with mild mitral and tricuspid regurgitation. Ejection fraction was approximately 65-70%. This additional information clarifies the previously reported pvl as severe rather than mild and provides information of a hospitalization reported as not valve related. However, a conclusive root cause of the mitral valve¿s thickened leaflet and aortic valve¿s pvl could not be determined from the additional information provided. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was hospitalized for generalized weakness and urinary tract infection. The "hospitalization" was reported as not valve related. Shortness of breath and acute hypoxia occurred three days after hospitalization. Furosemide and supplemental oxygen were administered. Cardiac magnetic resonance imaging (MRI) and transcatheter aortic valve (tav) computed tomography (CT) were scheduled. No additional adverse patient effects were reported.